Event description:
Breakdown of the coaxial needle (external needle). The cannula became separated from the stylet which is dangerous for the pt. No report of pt injury.

Manufacturer narrative:
Unfortunately, no product sample was rec'd for evaluation and therefore we are unable to determine the exact cause for the reported issue. A review of the manufacturing documentation presented no evidence of potential failure during assembly process. The devices involved in this report are 100% inspected both visually and functionally before being passed to qa sampling according to standard operating procedures. Therefore, at this time this appears to be an isolated incident. In addition, awareness training will be provided to manufacturing personnel in order to reduce the potential for recurrence. Add'l lot# d05091979.